Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system were implanted for the emergent endovascular treatment of an abdominal aortic ulcer. It was reported that the ipsilateral limb was constrained within the aorta approximately 1.5cm distal to bifurcation of endograft. The result was complete thrombosis of devices bilaterally. The physician performed a thrombectomy with two 12mm balloons to alleviate issue resolving the event. The physician stated that the event was related to the device and the procedure. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned pre-implant cta¿s revealed that the proximal neck diameter just below the lowest right renal was 21 x 23mm and contained thrombus (17x19mm lumen diameter). The length of the neck contained irregular thrombus; 2cm below the renals the neck diameter was 22mm, and 4cm below the renals the neck diameter was 21mm. The max aaa diameter was 3cm. Both common iliacs were stented. Cta¿s 5-weeks post-implant showed that the bifurcate was implanted just below the renals. The ipsi limb was placed into the right common iliac and the contra limb into the left common iliac artery; just distal to both previously placed stents. The entire stent graft was completely occluded beginning just below the bifurcate proximal graft margin. The bifurcate proximal od was 20 x 23mm. Just below the flow divider, the ipsi limb was seen compressed down to 3mm x 11mm within the small diameter and thrombus filled aorta. Distal to the gate, the ipsi limb expanded out to 10mm ID. No stent graft compression was seen with the occluded contra limb. The cause of the occlusion is unknown. May be related to placement within the small diameter and thrombus filled aorta, causing stent graft compression. This may also be due to a patient condition.